Event description:
It was reported that during a surgical procedure at the user facility the x-ray detectable thread became detached from the device, posing a risk of the thread being retained in a surgical site. No patient involvement, no medical intervention, and no adverse consequences were reported with this event. The initial reporter was not aware of any surgical delay.

Manufacturer narrative:
Device inspection was conducted based on photographs provided by the initial reporter.

Event description:
It was reported that during a surgical procedure at the user facility the x-ray detectable thread became detached from the device, posing a risk of the thread being retained in a surgical site. No patient involvement, no medical intervention, and no adverse consequences were reported with this event. The initial reporter was not aware of any surgical delay.